Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller said the patient¿s family wanted the patient¿s implant checked since the patient got replacement every 3 years. It was shown that the patient just got a new implant on (B)(6) 2019. The caller said the patient was at the ER with nausea, dizziness, vomiting, and tremors. They also mentioned that they saw artifacts on the EKG. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s symptoms of dizziness, vomiting, and general weakness caused them to go to the ER. They had an EKG, oxygen, laboratory blood withdrawal, iuf¿s, steroids, blood thinner, and a CT scan. It was stated that the issue had resolved and the patient as feeling ok. There were no further complications reported.